Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair surgery, the healicoil anchor disintegrated when being inserted/screwed into the patient's shoulder following awl hole prep. All pieces were removed with arthroscopic graspers. The procedure was successfully completed with non-significant delay using a competitor device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it wasn't returned in the original packaging. The inserter was not returned. The sutures and anchor were returned. The sutures are still threaded thru the anchor. The anchor is missing multiple ribs and the remaining ribs are deformed. There is bio debris on the sutures and anchor. Based on the condition of the product material, additional material testing is not required. A review of the customer provided image found the break body anchor attached to the suture inside the transparent bag. The device has blood clots particles and seems bent. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity. Our clinical investigation concluded: no patient injuries or adverse consequences were reported. Since no patient injuries are being reported and without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. No further medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.